Event description:
It was reported that the patient was implanted two days before reported event date after a stage 1 trial. The representative left the or (operating room) when the healthcare provider was going to stitch up and the programs were set up and working. After the representative left, the healthcare provider used the bovi again and wiped out all of the programs. The patient now had a warning por (power on reset) . The representative believes they can walk the patient thru using a clinician programmer to set up the programs again. Loss of bladder control since the patient has no programs any longer. It was later reported that the patient experienced frequency and urgency after the por. The representative walked through programming with icon over telephone, and patient reported por. There was not a fifty percent or greater symptom reduction currently. The patient lives 2 hours outside of the representative territory and the representative was attempting to get her reprogrammed. It was later reported the patient has been programmed and was feeling stimulation and had relief of her symptoms.

Manufacturer narrative:
(B)(4).